Event description:
It was reported pt underwent a revision procedure 3 years and 7 months post implantation due to a femur fracture. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00801802602 femoral head sterile product do not resterilize 12/14 taper lot number: 64224054. G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6 h6: component code: mechanical (g04) - stem no product was returned, or pictures provided; visual and dimensional evaluation could not be performed. Radiographs were provided and reviewed by a health care professional. A review of the available records identified the following: periprosthetic fracture. Periprosthetic lucency also noted surrounding the femoral stem which is nonspecific and could be either related to loosening/infection versus increased spacing surrounding the hardware caused by the fracture without presence of loosening. The reported complaint was confirmed based on the provided x-rays. A review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility and no issues were noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.